Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during the dialysis catheter placement, there were allegedly difficulty inserting the catheter into the subclavian vein. It was further reported that the device was allegedly difficult to aspirate. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be performed as the lot number was not provided. Investigation summary: one 23cm hemostar was received and evaluated. Gross visual observation, functional testing were performed. Both clamps were disengaged upon receipt and residue was noted on the tissue cuff. Both lumens were patent to infusion and aspiration, no leaks were noted. The investigation is inconclusive of the unable to aspirate issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include blockage, kinking, cuff restricts flow. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported sometime post dialysis catheter placement, that the device was allegedly unable to aspirate. There was no reported patient injury.